Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead were previously explanted due to transient high pacing impedance measurements. At the time of the procedure, a competitor rv lead issue was suspected. Boston scientific technical services (ts) indicated this could have been a result of a ring-spring contact issue. No additional adverse patient effects were reported.